Event description:
It was reported that noise was observed on the egm's. Patient received a shock as a result. The lead was explanted. An indentation was observed on insulation at suture sleeve site at explant.

Manufacturer narrative:
No medwatch form was received.